Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 7.8 mmol/l. During troubleshooting with 5.0 unit fixed prime, insulin did not exit. Customer removed reservoir and performed a plunger push and insulin was able to exit. Customer reconnected reservoir and performed a 5.0 manual prime and insulin did exit. Customer was also advised that insulin pump was functioning as designed. Customer was advised that no delivery was caused by set / reservoir occlusion.